Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the healthcare professional (hcp) on 08/03/2016. It was reported that the date of onset of the event was (B)(6) 2016. The pump was used to deliver lioresal (40mg/20ml solution). The patient's concomitant medications included ritalin, valium, gabapentin, losartan potassium, oxycodone-acetaminophen, tecfidera, temazepam, tolterodine tartate, vitamin b complex, vitamin d-3, trazodone, bupropion, amphetamine-dextroamphetamine, naproxen, neosporin gu irritant, biotin, doxepin, oral steroids, and prednisone. The patient's medical history included allergies to sertraline and penicillin as well as having multiple sclerosis (ms) diagnosed 20 years ago, chronic constipation, chronic kidney disease, gait disturbances, insomnia, neurogenic bladder, vitamin d deficiency, nicotine dependence, trochanteric bursitis of right hip, and dme hip flexion assistance device. The patient's surgical history included an appendectomy and two back surgeries as well as the denial of blood transfusion. The patient's active problems included allergic rhinitis, bacteriuria, benign essential hypertension, chronic kidney disease stage iii, carpal tunnel syndrome, cold intolerance, disturbance of coordination (right hand), hallux valgus, headache, left hip flexor tendonitis, herniated nucleus pulposus (hnp) lumbar, hypochromic-microcytic anemia, hypokalemia, major depressive disorder (recurrent, in remission), menometrorrhagia, microscopic hematuria, osteoarthritis of fingers of both hands, urge of incontinence of urine, urinary retention, an encounter for a routine gynecological exam, muscle spasticity, and being wheelchair bound. On (B)(6) 2015 interventional radiology removed 14ml if clear fluid from the pump and 20mls of lioresal was inserted. There was no report of 40 ml being removed. On (B)(6) 2015 the patient had come into the office with reports of spasms and the pump was increased. The pump was increased again on (B)(6) 2016 and (B)(6) 2016. At that time the patient was on oral baclofen 20 mg once per day. On (B)(6) 2016 18ml was aspirated and 20 ml was inserted. On (B)(6) 2016 it was noted that all 20 ml of baclofen remained in the pump that was infused in (B)(6) 2016. The patient was attending physical therapy from (B)(6) 2016 and was making progress. On (B)(6) 2016 the patient reported that they felt the pump was helping with spasticity. In (B)(6) 2016 they became alerted that the pump may not be working. However, the patient's spasms were improving. On (B)(6) 2016 the device was interrogated and at that time the reservoir was 15.8 ml. It was noted that the patient is now on oral baclofen and does not want to have the pump replaced as the anesthesia worsens their ms. At a pump refill on (B)(6) 2015 14 ml of drug was aspirated from the pump and the pump was filled with 20ml of baclofen. On the patient's visit on (B)(6) 2015 they reported having physical therapy that day and having horrible spasms and worsening spasticity. At that visit the dose was increased from 240 mcg/day to 263.3 mcg/day and the plan was to decrease the patient's oral baclofen to 30mg. On (B)(6) 2016 the patient's chief complaint was muscle spasticity. The patient also had increased leg pain with a pain score of 10/10. At that visit the pump was increased to 276.4 mcg/ml. On (B)(6) 2016 the patient had a follow up for relapsing remitting ms and continued spasticity. It was noted that in the patient's last relapse in (B)(6) 2012 the patient had lower extremity weakness and ataxia. It was noted that the patient continues to suffer from rater severe spasticity in the lower limbs which had improved with the use of the pump. The patient's limbs spasm in the "robinul times" throughout the day which results in some pain generation. A lumbar MRI demonstrated severe multilevel disc disease and arthritic changes result in varying degrees of moderate to severe neural foraminal and central canal compromise. The hcp thinks that the patient's underlying ms with associated decrement to sensation in the lower limbs had masked some of the features of the severe lumbar degeneration as the patient is not tremendously symptomatic with lumbago and radicular pain. The hcp noted that it was hard to discern if the lower extremity weakness was secondary to structural spine disease or ms. It was clear that the ms was the spasticity generator. Also on (B)(6) 2016 examination of the patient revealed muscle strength 5/5 and symmetric in the upper and lower aside from the right lower extremity which was 2/5 and some increased tone in both lower extremities was also noted. This was significantly worse than prior. Also the patient's sensation was "intact to light touch and temperature, less so on the right side + tinels." Routine gait was refused and bilateral foot drop was present. A MRI with and without contrast was done on (B)(6) 2015 due to a history of gait disturbance and headache lbp. The MRI showed areas of abnormal signal consistent with numerous demyelinating plaques of ms in the periventricular white matter of both cerebral hemispheres. There was a stable small area of abnormal signal with in the left posterior pons. It was noted that there was no areas of restricted diffusion or abnormal enhancement to indicate active demyelinating plaques. The hcp's impression was "stable sequela of ms" with no specific areas of change compared to prior. Also on (B)(6) 2015 there was a comparison to (B)(6) 2011 which indication a leftward convex scoliosis centered at l4-l5 where there was asymmetrical high toss of the rightward disc space. Facet degenerative change and ligamentum flavum thickening at multiple levels was also noted. At l2-l3 there was disc desiccation with height loss and mild disc bulge. At l3-l4 there was disc bulge, moderate spinal stenosis, and mild left foraminal narrowing. At l4-l5 there was disc osteophyte bulge, minimal retrolisthesis, advanced spinal stenosis and severe right and moderate to severe left foraminal narrowing. Al l5-s1 there was disc osteophyte bulge and severe bilateral l5 foraminal narrowing. The hcp's impression was multilevel degenerative change and scoliosis as well as spinal and foraminal stenosis at l3-l4 and l4-l5 with foraminal stenosis at l5-s1. Also on (B)(6) 2016 the patient's dose was adjusted from 279 mcg/day to 300 mcg/day. The patient's assessment included ms, neurogenic bladder, and muscle spasticity. It was suspected that the patient's recent symptoms were largely a manifestation of expected disease progression rather than relapse given the stability of neuroimaging over many years. The plan was to adjust the pump, have the patient continue adderall but change to regular release bid dosing, and try to slowly decrease oral baclofen to 20 mg daily. On (B)(6) 2016 a refill was done under fluoroscope and the pump was refilled with 20ml of 2000 mcg/ml baclofen. It was reported that 18 ml of clear fluid had been aspirated from the pump and the expected volume was 3.1 ml. The hcp noted that it was possible that the pump had been filled with 40ml of baclofen instead of 20 ml at the patient's last refill. The patient had several dose increases since their last refill which had improved the patient's symptoms. The patient reported having leg pain at their visit on (B)(6) 2016 with a pain score of 8/10. The patient's dose was not adjusted and was left at 300.1 mcg/day. The plan was to continue to gradually wen the patient off of oral baclofen. On (B)(6) 2016 the patient had a follow up for their relapsing remitting ms. The patient reported that they had been doing well since their last visit and denied any new neurological symptoms. The patient had continued to work with physical therapy and was ambulating some. It was noted that the pump continued to help with their spasticity. At this appointment the patient's pain score was 0/10. During the examination it was noted that the patient's muscle strength was 5/5 symmetric in the upper extremities and 4+/5 in bilateral lower extremities with increased tone in bilateral lower extremities. The patient's sensation was noted as intact to light touch and temperature, less so the right side. The patient did not attempt gait with bilateral foot drop. At the appointment the dose was increased from 300.1 mcg/ml to 315.1 mcg/ml. The patient's assessment included vitamin d deficiency, ms, and muscle spasticity. On (B)(6) 2016 the patient reported having increased spasticity with over the past few days. The patient denied having pain, and clonus was noted to right lower extremity upon examination. At that time the patient's dose was increased to 320.4 mcg/day. On (B)(6) 2016 the pump was refilled under fluoro and 20ml of drug was aspirated from the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's caregiver and directly from the consumer regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump. The pump's indications for use were noted as intractable spasticity and multiple sclerosis. It was reported that the patient had several questions about the pump. The caregiver asked how the patient could find out whether there was a kink or something going on with the catheter. It was stated that the patient wanted to know how the healthcare professional (hcp) could pull out 40 ml of medication out of the pump if it was only 20 ml; the caregiver stated that the patient reported that 40 ml of medication was aspirated out of the pump last time. The consumer stated that she went to nursing school and that the patient started out at 50 and was at 321 at the time of the report, but was still taking oral baclofen; no drug units were provided. It was stated that "it's almost like she's being underdosed." The patient was "still experiencing really bad spasms" and "grimaces." The patient didn't understand why and she was being told by the hcp that "there's nothing wrong with the pump." The caregiver stated that the patient takes up to 60 mg of oral baclofen on the really bad spasm days. The caregiver asked whether there's a typical time frame for the pump to be regulated because the patient didn't seem like she was there yet. The caregiver stated that she volunteered with multiple sclerosis (ms) patients and several have baclofen pumps. The caregiver had asked around and was getting different answers. Additional information from the patient on (B)(6) 2016 indicated that the pump was refilled on (B)(6) 2016 and all 20 ml was removed from the pump. The patient still needed to take oral baclofen 60 mcg and oxycodone to help with symptoms. The patient was working with her hcp to try to determine the next steps. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.